Manufacturer narrative:
This event occurred at (B)(6) medical center in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced bleeding and complained of hematochezia on (B)(6) 2021. The patient was admitted on (B)(6) 2021 due to subtherapeutic hemoglobin. The patients hemoglobin was at 4.8 grams/deciliter and they experienced dyspnea. The patient was treated with blood transfusion. The event was considered resolved without sequelae on (B)(6) 2021.

Event description:
It was reported that diverticulum of the large intestine was noted on (B)(6) 2021 with chronic fatigue syndrome. No prominent bleeding was observed. It was noted that there was a possibility that the bleeding discontinued spontaneously based on the patients history. A capsule endoscopy was performed on (B)(6) 2021 which showed angiodysplasia on proximal jejunum with no active bleeding. Normal stool was observed on (B)(6) 2021. The event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.